Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty procedure. I received a depuy s-rom femoral component with an 18d large sleeve, 18 x 13 36 +8 lateralized stem, +6 mm neck and 36mm head, acetabular component - pinnacle revision gripper, d profile acetabular cup with a 54 mm outer diameter, 36 mm inner diameter insert. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort, on (B)(6) 2009, I underwent a revision of the left total hip arthroplasty. I received a depuy pinnacle ultrex +4 neutral liner with an inner diameter of 40 and an outer diameter of 40 and an outer diameter of 60, a pinnacle gription d profile acetabular cup, s-rom 40 mm femoral head with +6 mm neck for the 11 13 taper. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: left hip osteoarthritis. Painful left hip replacement; acetabular micromotion.